Manufacturer narrative:
Concomitant products: product ID: 3878-45, lot# 0208368585, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient did not have a clinically undesirable experience. The contacts had to be changed slightly due to x-ray sifts of leads. The outcome was ongoing with no further actions needed. Interventions included reprogramming. No diagnostic methods were reported. The etiology was noted to the lead. The etiology of the event was noted as not applicable to the device or therapy and unlikely related to the procedure. No signs or symptoms were reported.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the contacts had to be changed slightly due to x-ray showing lead migration. A routine x-ray showed lead migration.